Event description:
It was reported that a skin irritation causing redness, bleeding and swelling has occurred while the patient wore the pod between 5 and 24 hours on the abdomen. In addition, the patient experienced extreme itchiness at the pod site. As treatment, the patient was prescribed fucicort over the phone by her doctor. A new pod was placed. The patient experienced this issue with 4 pods. This is incident 1 of 4.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.